Event description:
Boston scientific received information that a high shock impedance measurement of greater than 125 ohms was detected by this device on the right ventricular lead. A commanded shock test and defibrillation test are scheduled for the near future, however, no remedial action has been taken at this point. No adverse patient effects were reported.

Event description:
Boston scientific received information that defibrillation threshold testing was performed to verify proper function of the device and leads. The patient continues to be monitored via the latitude patient monitoring system for intermittent red alerts for high shock impedance, however no further remedial action has been planned at this time.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.